Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. A system check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained.